Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device failed to alarm when the air gets past the air-in-line sensor about 6 to 8 inches during an outpatient infusion. There was patient involvement but no harm. Per customer's internal testing: "appears to be happening more with one medication belatacept. Current ail bolus in data set is 250. Current practice is to run this medication to ail detector then flush the middle port with syringe to flush ¿all¿ drug to the patient to achieve full dose." The customer also had the following enhancement request: "suggest bd starts laser printing lot numbers for tubing directly on tubing not just package."

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of a device failed to alarm for air-in-line was not confirmed or replicated during the investigation. The returned device was fully evaluated, and no anomalies were observed during physical inspection and laboratory testing. Testing performed observed the suspect pump module passing the air in line threshold product analysis procedure and IV disposable set leak product analysis procedure. The results indicate the device was within specification. Internal inspection of the suspect device did not identify any irregularities. Review the pcu event log showed that on october 14, 2024, between 8:22 am and 8:23 am, a non-onc op profile was selected, and a guardrail drugs (belatacept) was programmed at a drug amount = 525mg, diluent volume = 100ml, patient weight = 106kg, dose = 4.953mg/kg, concentration = 5.25mg/ml and delay for 3 minutes. Between 8:23 am and 8:24 am infusion was standby, a pump module alarmed ¿door opened¿, pvi = 258.851ml, then the user pressed restart. Between 8:53 am and 8:56 am the user pressed key unit channel off, pvi = 353.422ml, then was pressed key unit select, and programmed with delay for 10 minutes, infusion was standby, the pump module alarmed ¿door opened¿, then the user pressed channel off. At 9:28 am the pcu was powered off. Review of the pump module event log confirmed that the single air bolus setting was 250ul with accumulator turned on. There are smaller single air bubbles setting available to the facility if greater sensitivity is desired. The bd alaris system with guardrails user manual v12.3.1 states: air detection algorithms aim to detect bubbles of approximately the setting size. Not all bubbles are exactly that size. Some bubbles smaller than the setting may trigger an alarm. Some slightly larger bubbles may not cause an alarm. The accumulated air-in-line alarm is designed to notify the user when many small bubbles pass the air sensor. Single bubbles that are too small to meet the single bolus air-in-line alarm threshold can pass the air sensor without causing a single bolus air-in-line alarm. An accumulated air-in-line alarm occurs when the percentage of air in a specific volume that passes the sensor is greater than or equal to the values designated. If air-in-line alarm has been detected: ensure tubing, ensure tubing is properly installed in air-in-line detector. If air is present, clear air from administration set. Press restart key, or press channel select key and then start soft key. According to the tip sheet ¿air-in-line alarms¿, it is indicating tips to reduce air-in-line (ail) alarms: when inserting the tubing into the ail detector, use a fingertip and firmly push tubing toward the back of the ail detector. To reduce the potential for nuisance, ail alarms, ensure that tubing is fully inserted in the ail detector. Allow solutions to warm to room temperature, if possible. (When infusing a chilled solution, air bubbles may form as cold solutions begin to warm). The device was reported with patient involvement but no harm. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Note to repair center: devices were disassembled for this investigation. Please ensure proper assembly and re-torque all screws to specifications. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Root cause: the probable cause of the reported complaint that the device failed to alarm for air-in-line was due to the single air bolus being too small to trigger an alarm at the facilities 250 l single air bolus setting. The suspect device was fully tested and found with no anomalies that would contribute to the reported complaint.

Event description:
It was reported that the device failed to alarm when the air gets past the air-in-line sensor about 6 to 8 inches during an outpatient infusion. There was patient involvement but no harm. Per customer's internal testing: "appears to be happening more with one medication belatacept. Current ail bolus in data set is 250. Current practice is to run this medication to ail detector then flush the middle port with syringe to flush ¿all¿ drug to the patient to achieve full dose." The customer also had the following enhancement request: "suggest bd starts laser printing lot numbers for tubing directly on tubing not just package."